Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If additional information is received, a supplemental report will be submitted accordingly. Referenced article: the active fixation coronary sinus lead: more peril than promise? Pace. 2012. 35(6):639-640. Doi: 10.1111/j.1540-8159.2012.03397.x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding active fixation coronary sinus leads. It was reported that, generally speaking, these leads often dislodge and require subsequent repositioning. A one to one correlation could not be made with unique product lot numbers/manufacturer/method. No patient complications have been reported as a result of this event.